Manufacturer narrative:
No additional information could be obtained for this literature complaint. Conclusion: in the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of an unknown enterprise stent the patient (case 8) experienced occlusion of the basilar artery. The patient had presented with subarachnoid hemorrhage with mrs 2. The middle-upper basilar artery aneurysm was fusiform. Immediately after coil embolization, the aneurysm was partially occluded. Two months after stent assisted coil embolization, angiography demonstrated recanalization, but at 16 months occlusion of the basilar artery was confirmed. There were no symptoms related to the occluded basilar artery because the bilateral hypertrophied posterior communicating artery supplied the distal basilar artery and its branches sufficiently. No additional patient, procedure or device information was provided in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed. The device was not available for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. Total occlusion of treated segment is a known potential adverse event associated with the enterprise stent and the procedure and is listed in the instructions for use (IFU). Based on the information provided, it is not possible to determine the root cause of the occlusion; however, it may have been related to the recanalization that was discovered prior to this occurrence. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The following literature article is attached to this MDR report: mu, s., li c., yang, x. Et al. (2016). Reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes. Clin neuroradiol. (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Since the lot number was not provided, device manufacture and expiration dates are unknown. The date of the event was also unknown. Three attempts to obtain additional information have been unsuccessful; however, it is anticipated that additional information may be available. When additional information is provided, a follow-up MDR will be submitted.

Event description:
In the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of an unknown enterprise stent the patient (case 8) experienced occlusion of the basilar artery. The patient had presented with subarachnoid hemorrhage with mrs 2. The middle-upper basilar artery aneurysm was fusiform. Immediately after coil embolization, the aneurysm was partially occluded. Two months after stent assisted coil embolization, angiography demonstrated recanalization, but at 16 months occlusion of the basilar artery was confirmed. There were no symptoms related to the occluded basilar artery because the bilateral hypertrophied posterior communicating artery supplied the distal basilar artery and its branches sufficiently. No additional patient, procedure or device information was provided in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed.